Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient went from talking to not talking and is not responsive. Caller stated that they thought that it was a bacteria but not they're not sure if it was a stroke. Caller stated that they were having difficulties reaching the patient's neurologist to get an answer if MRI is ok or not. Patient was redirected to the health care professional (hcp) to discuss eligibility options for MRI and it was reviewed with the caller that ultimately it was up to the hcp if they want to go forward with the scan. No further patient complications were reported/ anticipated as a result of this event